Manufacturer narrative:
Concomitant medical devices: 4058m52 lead, implanted (B)(6) 1993. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for low impedance. Increased capture threshold and a noisy electrogram were also observed. The lead polarity was reprogrammed to unipolar configuration. Subsequently, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.